Event description:
Additional information received from healthcare provider indicated that battery ran out and there was no signal when attempted interrogation. They discussed appropriateness of deep brain stimulator (dbs) given current disease stage.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported that the patient's device had not been on for 2- 3 years. The reason for ins being off was unknown. It was further reported that the patient's implantable neurostimulator (ins) had been dead for 2- 3 years and it did not work. The patient had MRI on the day of report to check on parkinson's disease and lead placement. Information received from the hcp on 12/03/2015 provided that neurologist in (B)(6) decided to turn device off due to side effects "psychosis". The patient was provided information about ins being rc (rechargeable) and the health care provider contacted a company representative for guidance on attempting to charge ins ( patient does not have charger). However, it was advised against doing this as ins was most likely "broken" already. It was indicated that the patient's device being off or not working had not been resolved.